Event description:
It was reported that the ventilator failed flow transducer test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test and safety valve test during pre-use check. Identification of issue has been done by analyzing problem description. The hospital had the third party service made the repair of the device. Unfortunately, the information about final solution was not provided to us and no more details have been obtained in regards which part turned out to be the source of the issue. The device was delivered to the user in working condition by third party service. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. There was no patient involvement. The root cause to the reported issue has not been determined. H3 other text : 4117.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s. - corrected brand name: servo-s base unit. D4 ¿ version or model #: - previous version or model #: servo-s. - corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).